Manufacturer narrative:
The investigation determined that false negative vitros anti-hbc quality control results were obtained across two reagent lots while using the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to the reagent metering, well wash, and luminometer subsystems to return the instrument to expected operation. Following this activity, acceptable vitros anti-hbc performance was observed. The investigation was unable to determine a definitive root cause. However, the quality control fluids in use or an instrument related event could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed false negative vitros anti-hbc quality control results across two reagent lots while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the false negative quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).